Event description:
It was reported to medtronic neurosurgery that a strata was implanted into the patient on (B)(6) 2013 in (B)(6) hospital. After the surgery, the valve was adjusted to pressure-level 2.0. Five days after the surgery, the valve was adjusted to pressure-level 1.5. Recently, the patient's mother found a "deep pit" on the patient's head. She wanted to know if the valve was overdraining at pressure-level 1.5.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. All values are 100% tested at the time of manufacture. Additional patient/device information: medtronic china customer service provided the patient's mother with the contact information for two neurosurgeons in their area to check the status of the valve and readjust its settings if necessary.